Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and topical adhesive was used. It was noted that the glass had protruded through the ampoule and the surgeon was stuck with the glass. There were no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually evaluated. Visual examination of the applicator revealed a piercing through which a glass shard protruded in the applicator bulb.